Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective procedure to explant the system as the patient's condition had improved and the physician felt the system was no longer needed. It was observed during testing that the right ventricular lead exhibited high capture thresholds. The right ventricular lead was capped. There were no complaints on the other products. The patient was stable.